Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the pointer on the screen was off target, it was identified that the stylus does not align with the cursor. It was not possible to select in the upper right portion of the screen. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pointer on the screen was off target, calibration was tried several times to no avail. The programmer was returned for analysis. There was no patient involvement.